Event description:
It was reported that following a ptca procedure via a 7f sheath, the user experienced a non-deployment with an 8f angio-seal device. Manual pressure was applied and hemostasis was achieved. Subsequently, the pt experienced ischemic symtpoms and a doppler study was performed which revealed a vascular occlusion of the right superficial femoral artery. Exploratory surgery identified the vessel occlusion at the region of the right superficial femoral artery. The angio-seal device was removed and a vein pactch was used to repair the vessel. Flow was restored and the pt is reportedly recovering without further incident.